Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker was attempted to be implanted. The patient underwent a routine change out procedure and after pocket closure this device and right ventricular (rv) lead exhibited loss of capture with a 5-6 second pause noted. The pocket was reopened as the lead did not appear to be fully inserted in the device header. External pacing for support was unable to capture. This rv lead was tested via pacing system analyzer (psa) and high out of range pacing impedance measurements were observed along with loss of capture. A new lead was implanted, however the lead could not be inserted into the device header. This device was not used and a new device was successfully implanted. No additional adverse patient effects were reported.